Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation during product evaluation. It initially reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the dilator would not advance. Also, when flushing the sheath, the flush would come out the backport. The sheath was replaced, and the issue resolved. The hemostatic valve did not become detached from the sheath. The issue occurred prior to the insertion into the patient¿s body; therefore, no risk of air entrance. The customer¿s reported event of obstructed sheath issue was assessed as not MDR reportable since if the sheath does not allow the catheter to be introduced or there¿s inability to flush the sheath, this might occurred due to the sheath being narrowed or partially blocked. There¿s evidence of product deficiency as the device failed to meet its performance specification; however, the potential risk that it could cause or contribute to a death or serious injury is remote. On 1/28/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/9/2021, during evaluation it was found that the hemostatic valve was dislodged inside the hub of the device. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 2/9/2021 and reassessed it as MDR reportable.